Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported patient effects and the reported treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with cardiac arrest with cardiopulmonary resuscitation (CPR) being performed and a free perforation with extravasation in the right posterior descending coronary artery (rpda). A 2.8x16 rx graftmaster covered stent was deployed with a max inflation pressure of 15 atmospheres, successfully sealing the perforation. After implanting the graftmaster, while there was no further extravasation of contrast into the pericardium, and distal flow through the stent was initially demonstrated, a clot formed at the proximal end of the stent. The clot migrated to the right posterolateral vessel, resulting in no flow of contrast to that vessel. Aspiration of the thrombus was attempted and angioplasty was performed, but flow was not restored and the clot remains in the right posterolateral vessel. The clot and obstructed flow did not result in any adverse patient sequelae. The patient was reportedly up and walking around by the 3rd day. While clotting may have existed prior to graftmaster implantation, it was unable to be confirmed angiographically. The site feels that the graftmaster device saved the life of the patient and that the clot with vessel obstruction is unrelated to the graftmaster device. There was no occurrence of a clinically significant delay. Reportedly, as the patient was already critically ill and hospitalized prior to use of the graftmaster, the patient stay at the hospital is unrelated to the graftmaster or the clot. No additional information was provided.